Event description:
The customer reported a false positive result with ID now covid-19 on nasopharyngeal swab on (B)(6) 2023. The customer performed four tests with ID now covid-19 on different dates on nasopharyngeal swab. The first test was a positive result on (B)(6) 2023, and the three tests were negative results on (B)(6) 2023. A pcr (shimazu) test was performed on (B)(6) 2023 and generated a negative result. Per the customer, the staff was asymptomatic. No additional patient information, including treatment and outcome, was provided. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Additional data: d4: unique identifier (UDI). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m217270 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part 192-000j / lot m217270 and test base part number 192-430 / lot m217270. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m217270 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, a possible assignable root cause is patient sample interference. H3 other text : device discarded, single use.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The customer reported a false positive result with ID now covid-19 on nasopharyngeal swab on (B)(6) 2023. The customer performed four tests with ID now covid-19 on different dates on nasopharyngeal swab. The first test was a positive result on (B)(6) 2023, and the three tests were negative results on (B)(6) 2023. A pcr (shimazu) test was performed on (B)(6) 2023 and generated a negative result. Per the customer, the staff was asymptomatic. No additional patient information, including treatment and outcome, was provided. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.